Event description:
It was reported that an ilet user attempted to reconnect the pump after a period of nonuse and was unable to proceed past the fill tubing step because the touchscreen did not register confirmation, after which the device powered down; the issue aligned with an unresponsive control interface and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.